Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to perform the self test, unexpected restart, off no power, occlusion and no delivery tests due to the alarm. The pump had cracked battery tube threads, a broken reservoir tube lip, a severely scratched display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during the rewind sequence. The patient's blood glucose at the time of incident is unknown. Insulin also squirted from the tubing during the priming process. The insulin pump will be returned for analysis.